Event description:
It was reported the grasping forceps while attempting to grasp stent with alligator grasper the bottom prong broke off. The issue occurred during a diagnostic left ureteral stent removal via cystoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.